Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-sep-2019 with the following findings: a review of the black box showed evidence of power loss and reboots on (B)(6) 2019. A visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap was stripped and was unable to secure to power on the pump, duplicating the reported power issue. A test battery cap was able to secure enough to the cracked compartment and power on the pump. The pump was exercised for 12 hours with no power issues. Unrelated to the complaint, investigation revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.